Event description:
Caller stated he has been taken to the emergency room twice this month on august 11th and 14th since he has been using dexcom g7. He stated that he was taken to the emergency room (ER) on august 11th for a low blood sugar (bg) of 53. He said his normal blood sugar is between 70-150. After treatment at the ER his bg rose to 106. He was rushed again to the ER on august 14th for a low blood sugar of 56. He said the device has been reading very low since he got it. He said that he is fatigued and the device may be the reason why he overdose or underdose.